Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the receiver was overheating. No additional event or patient information is available. The complaint receiver device was returned for evaluation. Testing on the device could not be completed for the reported event of overheating or shocking device as it was scrapped prior to the request for testing of this complaint. The reported event of an overheating or shocking device could not be determined. A root cause could not be determined.